Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report number is related to this report: 1221359-2022-02736.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Repeat testing was performed and generated a negative result. Confirmation testing was performed with the ihealth covid-19 antigen rapid test and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see the updates: b4,g3,g6,h2, h6 and h10. Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 177109 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 177109 and device part number 195-430h / lot 174691. Quality control release testing met specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 177109 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.